Event description:
It was reported that the fiber tip detached inside of the pt at 55, 269 joules into the case. The detached piece was retrieved and the case was completed with another fiber. Pt outcome: no adverse event reported.